Event description:
Related manufacturer reference number:3006705815-2022-01471. It was reported patient was experiencing ineffective therapy as the system was causing nerve damage. As such the leads were explanted at an unknown time and date. No further information available.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.